Manufacturer narrative:
B5 - on (B)(6) 2024 the lens was explanted due to excessive vault. On the same day in a separate surgery the lens was replaced with a same model, different power and shorter length lens. This resolved the problem. H6 - 4629 corrected to 4627. Claim #(B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. H1 - malfunction corrected to serious. H6 - 4629, 2993. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -1.50/5.0/101 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6)2024. Excessive vault is observed. Cause of the event is other. Reportedly, "lens size was bigger than needed, even though the calculation numbers were fine." Lens remains implanted.